Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported that patient programmer was displaying the "replace generator soon" message. The ipg was confirmed by a company manufacturer as being end of life. As such surgical intervention may be pending to address the issue.